Manufacturer narrative:
On august 25th, ge healthcare received a request to inspect a mac vu360 device, its power cord, and the associated outlet after an employee experienced an electric shock while unplugging the device. The employee underwent physical therapy and was off work for two weeks as a result of the incident. Ge healthcare performed a comprehensive evaluation of the mac vu360 device and its power cord, which included visual inspection, grounding verification, high-voltage testing, and earth leakage measurements. The results of these assessments confirmed that no abnormalities or issues were found with either the device or its power cord. The hospitals facility engineering team tested the outlet and confirmed it was safe. The mac vu360 was found to be functioning as intended. Ge healthcare concluded that this incident was not caused by the mac vu360 and no further actions are necessary.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1-6: patient information currently not available. Ge healthcare's investigation in ongoing. A follow-up report will be submitted when the investigation has been completed.

Event description:
A user reported experiencing an electrical shock while unplugging the device's power cord from a wall outlet. The details regarding the user's injury are unknown at this time.